Manufacturer narrative:
Other, this MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection showed that the top case was chipped and cracked. Cracked right plunger case and alternating current receptacle. During flow testing, the problem was duplicated. The root cause of the reported issue was normal wear. Replaced motor assembly and main board.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.